Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, on the physician's fourth attempt to place the first mesh leg assembly into the patient's right sacrospinous ligament, the needle, with approximately one centimeter of suture, detached and was captured inside the capio cage. The physician opined that the cause of the detachment was probably the capio device as it was observed that the capio cage was "slightly" bent and "was not capturing the needles properly." The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.